Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine device check. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored electrogram. Programming changes were performed to address the issue. The patient was stable throughout, and will continue to be followed up.